Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the cable connecting ECG "a", "b", and the front therapy electrode were pulled from the strain relief, damaging wires in the cable. Additionally, the j500 connector was broken off of the distribution node (dn) pca. The root cause for the strained cables was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
4/12/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.